Event description:
It was reported that the pt underwent a mitral valve replacement in 2004. The aortic occlusion balloon was placed. Proper seating was confirmed via transesophageal echocardiography. One shot of antegrade cardiopelgia was delivered through the catheter. Approximately 30 minutes after the initial dose of cardioplegia. The surgeon noticed that the balloon was not clamping the aorta properly. The balloon was removed and a tear was noted. There were no adverse pt consequences reported.